Manufacturer narrative:
The investigation reviewed the calibration data. The results were within specifications. The investigation reviewed the qc data. The results were within specifications before the patient sample was run. The investigation reviewed the alarm trace. The alarm trace from (B)(6) 2024 to (B)(6) 2024 had multiple sample-related alarms. A general reagent issue was not present because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 module. The reporter stated that the new sample from the patient had a lower result than the initial sample prompting the rerun of the patient samples. On (B)(6) 2024: the initial result of the initial patient sample from the module at 9:18 pm was 18 ng/l. The initial result of the new patient sample from another module at 11:23 pm was 3.38 ng/l. On (B)(6) 2024: the first repeat result of the initial patient sample from the other module at 8:35 am was 3.36 ng/l. The second repeat result of the initial patient sample from the module at 10:11 am was 5.34 ng/l. The first repeat result of the new patient sample from the other module at 8:35 am was 4.61 ng/l. The second repeat result of the new patient sample from the module at 10:11 am was 5.12 ng/l. The reporter deemed the reruns of both patient samples consistent.

Manufacturer narrative:
The serial number of the customer's cobas pro ssu is (B)(6). The investigation is ongoing.